Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: p1501dr implantable pulse generator (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead is non-functional with no capture at maximum outputs. The patient is not dependent and the device is programmed to atrial pacing only. No patient complications have been reported as a result of this event.